Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess). It was reported that the system displayed an emitter faulted message in the tracking view during a case when attempting to verify instruments. Site replaced flat emitter with side emitter and were able to continue and complete the case without further issue. There was a less than one hour surgical delay and no impact on patient outcome. Additional information was received. During troubleshooting, the manufacturer representative (rep) was unable to replicate the issue. The flat emitter and the breakout box (bob) were plugged in, the rep moved the cord around to no effect. Technical services (ts) asked the rep to wrap the cord like he was putting it away: cord where it was attached to the flat emitter - if he moved that portion of the cord, localizer faulted/emitter faulted messages appeared. It was noted there was no visible external damage.

Manufacturer narrative:
H3) the emitter was returned for analysis. The flat emitter was connected to the lat station for over 2 hours and passed all tests w ithout issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the flat emitter was replaced, and the system then functioned as intended. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, lot #: 603001714. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.